Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual evaluation of the returned product found the sterile packaging was previously opened. A hair-like debris was found on the device surface. The source of the debris cannot be determined as the sterile packaging was previously opened. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint cannot be confirmed as product was opened. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant was opened to sterile field after the doctor requested it. The scrub opened the inner sterile package, and a hair was in with the implant. The implant was not used. Or team were wearing hoods. Another implant of same size was opened and used. There is no additional information available.